Manufacturer narrative:
Citation: saji m et al. Usefulness of the transcatheter aortic valve replacement risk score to determine mid-term outcomes. Circ j. 2019 jul 25;83(8):1755-1761. Doi: 10.1253/circj.cj-18-1394. Epub 2019 jun 12. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of whether the transcatheter aortic valve replacement (tavr) risk score could predict mid-term outcomes in patients who underwent tavr. All data were retrospectively collected from 3 centers between april 2010 and may 2018. The study population included 682 patients and was predominantly female with a mean age of 84 years. Of those, 138 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (29) and evolut r (109). No serial numbers were provided. Among all patients, 4 all-cause deaths occurred within 30 days post-tavr. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: emergent transcatheter valve-in-valve implantation, coronary obstruction requiring intervention, stroke, life-threatening bleeding, major vascular complications, and moderate-severe paravalvular leak. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.